Event description:
The customer reported that he was having site issues. Customer reported blood at site and the serter never fires. Troubleshooting was done. Customer' s blood glucose was 48 mg/dl. Customer stated he ate something and his fine. No further information provided.

Manufacturer narrative:
Inspected one opened/used sensor and performed a visual inspection and found the introducer needle bent which make difficult to remove. Unable to confirm the customer received needle damage as the customer did return the product opened/used. Analysis not required. The customer complaint was towards the enlite sen-serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.